Manufacturer narrative:
Concomitant medical products - model: t510-25h, tissue valve; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The patients implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.